Manufacturer narrative:
Based on the claim against the product by the customer noting the wristed needle driver instrument did not move in the intended direction, an investigation is in progress. Intuitive surgical, inc. (Isi) received the instrument related to this complaint for evaluation, but failure analysis investigation has not been completed. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted following the completion of product evaluation and if additional information is received. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the wristed needle driver instrument moved with unintuitive motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the wristed needle driver instrument was stiff and did not move in the intended direction. A backup instrument of same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. The customer confirmed that the instrument was stiff and the jaw moved in the wrong direction. The issue occurred while the surgeon¿s head was inside the surgeon console (sc)¿s high resolution stereo viewer and the surgeon was attempting to manipulate instruments from the sc. The surgeon attempted to move the instrument to the right, but it persistently moved to the left without shakiness/ friction and external collisions. The movements of the surgeon scaled appropriately to the instrument and the timing of instrument movement was not appropriate. There was no instrument-to-instrument or system arm-to-arm interference. The drape number was unknown, and the drape would not be returned. There was no injury to the patient as result of the event.

Manufacturer narrative:
The wristed needle driver instrument has been further evaluated by the advanced failure analysis and the initial failure analysis were not confirmed. The instrument was placed on an in-house system and was found to exhibit unintuitive motion, which confirming and replicating the customer experience. It was observed that when attempting to execute the roll motion, the wrist moved intuitively but in the opposite direction of the master tool manipulator (mtm) command. When manually manipulating the roll gear, the main tube does not follow the motion. It was observed that the roll gear was broken which caused the motion failures as it is no longer connected to the main tube. It is likely attributed to a manufacturing issue that occurred in which there was concentrated stress onto the roll gear/main tube subassemblies. This would have contributed to the roll gear being broken and thus the root cause of the failure is attributed to manufacturing. The complaint regarding non-intuitive motion was confirmed by advanced failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the wristed needle driver instrument did not move in the intended direction, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The wristed needle driver instrument was analyzed and the complaint regarding unintuitive motion was not confirmed by failure analysis. Failure analysis could not reproduce the reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. The probable root cause of unintuitive motion cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis of the wristed needle driver instrument found no product issue. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned instrument revealed no issues related to the customer reported event.